Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received the drive support cap notice. Customer reported that there was physical damage of insulin pump but that drive support cap looked fine. Customer reported that the bottom of the insulin pump at the drive support cap was coming apart. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The drive support disk was inspected and no anomaly was noted. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip. Visual inspection shows no additional damage or separating on the right side of the pump.